Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had pump error the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero. Customer blood glucose level was 11.7 mmol/l. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Troubleshooting was performed and self test did not pass. The device will not be returned for analysis.